Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted after an implant duration of zero days, due to atrioventricular disruption. It was also noted that this patient has since then expired, however, the cause of death and date of death were not provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Atrioventricular disruption. Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had two other devices implanted. Through followup with the surgeon, it was learned that this device was explanted. It was also learned that the device and a copy of the operative report are not available for our review. No further information regarding the patient's death/device was provided. A device history record review is in process.